Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; the surgeon plans for reimplantation two to three months post explant to allow infection time to resolve.this report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient developed in infection around the implant site. Antibiotic treatment (type and date not reported) was administered but this did not alleviate the problem. The patient underwent a surgical procedure on (B)(6), 2011 to rotate skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.